Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient was found unresponsive and incoherent inside a locked bedroom. Concerned about the patient¿s safety, the spouse immediately contacted emergency services (911). Emergency responders gained access to the room, and shortly thereafter, the patient lost consciousness. A glucose level check using the dexcom receiver displayed only a dot, which typically indicates a critically low glucose level. Paramedics performed a manual blood glucose test, revealing a reading of 31 mg/dl, confirming severe hypoglycemia. According to the spouse, the dexcom receiver did not issue an alert to warn the patient of the rapidly declining glucose level. The patient was transported to the hospital, where immediate treatment was administered, including intravenous fluids and oral glucose syrup. The patient remained under medical observation for approximately nine hours and was discharged in stable condition. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.